Event description:
It was reported that during the use of the device in procedure lower anterior resection of the open-line rectum - colorectal anastomosis - ileostomy, the moment to performed the pelvic tissue dissection the clip fractures, a piece (branch) detached and stopped working. A medical device change is performed, which works properly and the procedure is completed without complications.

Manufacturer narrative:
(B)(4). Batch #: v95j5c. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.